Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the companion 2 driver exhibited a system malfunction alarm while in patient use. The customer reported that the alarm cleared once the driver's alarm mute button was pushed and the driver functioned as intended. The customer decided to continue patient support on the companion 2 driver. There was no reported adverse patient impact. On (B)(6) 2015, the driver was returned for routine service. After reviewing the patient file, the system malfunction alarm was confirmed. The reported issue has been reviewed again and has been determined that it is a reportable event. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the driver's external components did not reveal any abnormalities. The driver was tested and met all test acceptance criteria per syncardia's companion 2 driver test procedure. A review of the driver's electronic patient file revealed a system malfunction alarm, which was caused by a main tank overpressure condition and confirmed the customer experience. Investigation testing revealed that the root cause of the customer-reported system malfunction alarm was the inability of the manual pressure regulator to maintain the required voltage set point value. As a result, air flow into the main tank increased and caused the system malfunction alarm to trigger because of pressure build-up in the main tank. Despite the customer-reported system malfunction alarm, risk to the patient was low because the driver continued to perform its life-sustaining functions. After replacement of the manual pressure regulator, the driver performed as intended and passed all performance testing requirements. The driver was serviced before being released to finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver exhibited a system malfunction alarm while in patient use. The customer reported that the alarm cleared once the driver's alarm mute button was pushed and the driver functioned as intended. The customer decided to continue patient support on the companion 2 driver. There was no reported adverse patient impact. On (B)(4) 2015, the driver was returned for routine service. After reviewing the patient file, the system malfunction alarm was confirmed. The reported issue has been reviewed again and has been determined that it is a reportable event. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a system malfunction alarm, it did not prevent the driver from performing its life-sustaining functions. The results of the evaluation will be provided in a follow-up MDR.